Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(6) to repair the device and return it to the user facility ready to be placed back into service.

Event description:
The distributor in (B)(6) reported that when the device was turned on the device alarmed "ext high ppeak" & "circuit occlusion". It was reported that the device was not on a patient at the time of the event.